Manufacturer narrative:
The field service engineer checked the instrument. The water supply filter and water supply tank were checked. The supply filter had slime on it. The flow path from the reagent syringe to the probe was cleaned. The sample probe was adjusted. The liquid level detection voltage and the pressure sensor were adjusted. The probe tip was cleaned. Controls were measured and confirmed the instrument works fine. The investigation determined the issue was consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth immunoassay on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a pth value of 27 pg/ml, which repeated as 117 pg/ml. The sample was repeated a second time and this value was similar to 117 pg/ml. The repeat value was reported to the physician. The pth reagent lot number and expiration date were requested, but not provided.